Event description:
On friday may 1st, 2026, mectron s.p.a.was informed by the importer mectron north america of an incident, which occurred during a surgical procedure at virginia mason medical center and that might have involved one of its device. No company personnel was present at the time. The end user facility reported a case of nerve avulsion and possible durotomies during an unspecified procedure; handpiece overheating during the surgery was also reported, though it is unclear whether overheating and the surgical complications occurred at the same time. Lots, serials of the involved devices, patient information and details on the clinical sequelae of the adverse event were not reported, in spite of repeated efforts by the importer to retrieve such information.

Manufacturer narrative:
Insert mt1520+ used in the surgical procedure is not available at the user's healthcare facility. The user facility has multiple handpieces available for surgeries, but is unable to report which one was used. The handpiece indicated by the importer was based purely on supposition, so it is impossible to clearly associate the correct handpiece serial number with the incident. For this reason, and due to the impossibility of retrieving additional information on the devices and the incident itself, it is not possible to conduct an investigation.